Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and high blood glucose levels. Customer's blood glucose level was 588 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and visiting the emergency room. Customer's current blood glucose level was 285 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. Customer stated the insulin pump had an open book image on the display screen and the issue remained unresolved. The insulin pump will be returned for analysis. Unomed set. Frn-mmt-332-rsvr.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer was hospitalized for high blood glucose's/diabetes ketoacidosis. Customer reported open book image. The insulin pump was received with blank display. The motor had moisture damage, force sensor was corroded and the corroded keypad trace at the keypad flex fingers. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to verify critical pump error (open book image) during testing due to blank display. Unable to perform the pump trace history download using thump or carelink upload due to blank display. However, using a test pcba1 the insulin pump powered with critical pump error (open book image). History download was successful using thump when using a test pcba1. Unable to perform the carelink upload due to critical pump error (open book image). The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. However, pump error 35 was confirmed in the pump history file on (B)(6) 2021 at 05:15:49.000. The following were noted during visual inspection: scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump had blank display corroded electronic assembly at pcba1. Unable to perform the functional testing, perform the pump history download/carelink upload or verify critical pump error (open book image) due to blank display. However, using a test pcba1, the pump power up and had critical pump error (open book image) and pump error 35 confirmed in the pump history file due to corroded force sensor. Unable to confirm alleged high blood glucose's/diabetes ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via telephone that he was in the emergency room on (B)(6) 2021 due to hyperglycemia. The customer's blood glucose value was 588 mg/dl at the time of the event. The customer treated the hyperglycemia with his insulin pump, and in the emergency room he was treated with an intravenous insulin drip. The customer was using the insulin pump within 48 hours of the reported event, and auto mode was active. The customer also reported he received an open book image on the insulin pump display screen on (B)(6) 2021. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to event in summary narrative was missing which has been provided in section b5 with this report.

Manufacturer narrative:
Device had blank display corroded electronic assembly. The motor had moisture damage, force sensor was corroded and the corroded keypad trace at the keypad flex fingers. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to verify critical pump error (open book image) due to blank display. Unable to perform the pump trace history download or care link upload due to blank display. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.